Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the us and not sold in the us. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bd vacutainer® k2e 10.8mg plus blood collection tube had embedded foreign matter in the bottom of the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.